Event description:
Case description: investigation result: novopen 5 - batch kvg2b84. Visual examination and functional testing were performed. The electronic register was checked. No remarks.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. During examination of the product, no irregularities related to the complaint were detected. Novorapid - batch unknown no investigation was possible, because neither sample nor batch number was available. Levemir - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation result updated -device tab, EU/ca tab and device addendum tab updated -narrative updated accordingly. Final manufacturer's comment: 19-oct-2021: the suspected device novopen 5 has been returned to novo nordisk and investigation of the device showed that it was working in accordance to specifications. Since no faults were found on the returned device and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. However, elderly age of the patient (73 years) is a significant confounding factor that could have contributed to hyperglycaemia. Company comment: pneumonia is assessed as unlisted event; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in levemir and novorapid. Elderly age of the patient is a significant confounding factor for the development of pneumonia. It is infectious in etiology, causality is assessed as unlikely related to novorapid and levemir. This single case report is not considered to change the current knowledge of the safety profile of levemir and novorapid. H3 continued: evaluation summary investigation result: novopen 5 - batch kvg2b84. Visual examination and functional testing were performed. The electronic register was checked. No remarls. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. During examination of the product, no irregularities related to the complaint were detected. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pneumonia [pneumonia]. My blood sugars in hospital were erratic [blood glucose increased]. Novopen dialing up system is a faulty [drug delivery system issue]. On screwing needle to novopen, could not see the insulin flowing, pen obstructing [device occlusion]. Faulty pen as I don't get the full unit [incorrect dose administered by device]. Case description: this serious spontaneous case from the united kingdom was initially reported by a consumer and subsequently confirmed by a physician as "pneumonia(pneumonia)" with an unspecified onset date, "my blood sugars in hospital were erratic(blood glucose increased)" with an unspecified onset date, "novopen dialing up system is a faulty(drug delivery system issue)" with an unspecified onset date, "on screwing needle to novopen, could not see the insulin flowing, pen obstructing(device occlusion)" beginning on 12-sep-2021, "faulty pen as I don't get the full unit(incorrect dose administered by device)" with an unspecified onset date, and concerned a 73 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid (insulin aspart) from unknown start date for "type 1 diabetes mellitus", , levemir (insulin detemir) from unknown start date for "type 1 diabetes mellitus". Current condition: type 1 diabetes mellitus (duration not reported), psoriatic arthropathy, acquired hypothyroidism. Patient had pneumonia and was hospitalized from (B)(6) 2021 . Patient's blood sugars in hospital were erratic and continued to be out of control at home. On (B)(6) 2021, while screwing/attaching the needle to the novopen, the patient could not see the insulin flowing and felt pen obstructing. On receipt of new novopen, concerns resolved and blood glucose well controlled. Batch numbers: novorapid: requested. Levemir: requested. Novopen 5: kvg2b84 . Action taken with novopen 5 was reported as no change. On 15-sep-2021,the outcome for the event "on screwing needle to novopen, could not see the insulin flowing, pen obstructing(device occlusion)" was not recovered. Since last submission the case has been updated with the following: -primary reporter added and the case became medically confirmed. -medical history updated. -new event "on screwing needle to novopen, could not see the insulin flowing, pen obstructing" added. -drug indication updated. -action taken with novopen 5 updated. -reporter causality for the events updated. -narrative updated accordingly.

Event description:
Pneumonia [pneumonia], my blood sugars in hospital were erratic [blood glucose increased], novopen dialing up system is a faulty [drug delivery system issue], faulty pen as I don't get the full unit [incorrect dose administered by device]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "pneumonia(pneumonia)" with an unspecified onset date, "my blood sugars in hospital were erratic(blood glucose increased)" with an unspecified onset date, "faulty pen as I don't get the full unit(incorrect dose administered by device)" with an unspecified onset date, "novopen dialing up system is a faulty(drug delivery system issue)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novorapid (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used-unk, unknown) from unknown start date for "product used for unknown indication", levemir (insulin detemir) solution for injection, .0024 mol/l (dose, frequency & route used-unk, unknown) from unknown start date for "product used for unknown indication", novopen 5 (insulin delivery device) from unknown start date for "device therapy". Patient's height,weight and bmi not reported. Dosage regimens: novorapid: levemir: novopen 5: medical history was not provided. On an unknown date, patient reported that the beeps in the pen when dialed up and administered is faulty. Patient did not get the full dose. Patient had pneumonia and was hospitalized on (B)(6) 2021. Patient's blood sugars in hospital were erratic and continued to be out of control at home until issued with a new insulin pen. The patient was discharged on (B)(6) 2021. The fault must be with the insulin pen enclosed on a combination of faults with it and insulin vials. Batch numbers: novorapid: asku, levemir: asku, novopen 5: kvg2b84. Action taken to novorapid was not reported. Action taken to levemir was not reported. The outcome for the event "pneumonia(pneumonia)" was recovered. The outcome for the event "my blood sugars in hospital were erratic(blood glucose increased)" was recovered. The outcome for the event "faulty pen as I don't get the full unit(incorrect dose administered by device)" was not reported. The outcome for the event "novopen dialing up system is a faulty(drug delivery system issue)" was not reported. Preliminary manufacturer's comment: on 28-sep-2021: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Investigation is ongoing. Company comment: pneumonia is assessed as unlisted event; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in levemir and novorapid. Elderly age of the patient is a significant confounding factor for the development of pneumonia. It is infectious in etiology, causality is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of levemir and novorapid. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".